Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. The manufacturer is in the process of receiving further information from the physician. It is not yet known which valve was explanted. For the purpose of this report the manufacturer has listed cna23, this event could also be for the cna25 - (B)(4). This will be clarified through supplementary report once more information is available. Not yet determined if device available.

Event description:
On the (B)(6) the manufacturer was notified through patient tracking of both a crown prt size 23 and crown prt size25 valve that were implanted in a patient on (B)(6) 2017.

Manufacturer narrative:
Please note this event was originally reported referencing the crown prt size 23mm, after clarification from the physician this has now been updated in the follow up emdr to referencing the crown prt size 25mm, s# (B)(4), as specified in the event description. Device not returned to manufacturer.

Event description:
The manufacturer was notified through patient tracking of 2 crown prt devices implanted in the same patient on (B)(6) 2017 ( cna23 - s# (B)(4) and cna25 - s# (B)(4)) . On follow up with the physician it was determined that there was a failure to implant the crown size 25mm intra-operative due to mis-sizing as determined by the physician. The size 25mm was removed and the crown size 23mm was then implanted. The additional x-clamp and cpb time was negligible. The patient is doing well. The explanted device is not available for analysis.